Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size and vessel morphology are unk. It was reported that the patient presented withn an aneurysm that had already ruptured prior to the implant of the stent graft. The physician elected to treat the patient with an endovascular stent graft. The patient was not a good candidate for open surgical repair of the aaa. It was reported tht the bifurcated stent graft, its components, the final angiogram demonstrated that there was a distal type I endoleak. The physician then angioplastied the stent graft and the endoleak resolved. It was reported approximately 36 hours post stent graft implant, the patient was brought back for a CT which demonstrated an endoleak, the appearance is that of a type ii endoleak, being fed from the lumbar arteries. The physician placed a palmaz stent attempting to seal the endoleak. The final angiogram demonstrated a slight type ii endoleak. The patient was not a candidate for an open surgical repair. The patient was monitored and expired four days post stent graft implant. The device was not removed from the patient.